Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot numbers: gd889501, gd889477, and gd888115 with no defects noted during the manufacture of these lots related to the reported condition. The label review found the labeling adequate for the use error in this report. Evaluation summary: the condition was confirmed. The cause of the use error which resulted in the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/ touch contamination/ patient did not put a cap on and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made mistake/ touch contamination/ patient did not put a cap on which caused peritonitis on (B)(6) 2011. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. Outcome of patient made mistake/ touch contamination/ patient did not put a cap on was not reported. Dianeal therapy was ongoing. An opinion of causality was not provided.